Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose (bg) level rose above 13.9 mmol/l (>250 mg/dl) while wearing the pod between 5 and 24 hours. The cannula was found dislodged from the insertion site (leg) after the patient was playing. A new pod was successfully applied.

Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Adhesive pad was not returned together with the device. The heat welds were observed to be complete and correctly aligned with evidence of adhesive pad fibers indicating that the adhesive pad was fully attached to the pod at one point. The cause of the reported adhesive pad separation could not be determined.